Event description:
It is reported that the drill broke while the surgeon was performing intramedullary nailing.

Manufacturer narrative:
Evaluation summary: the alleged complaint refers to the surgeon performing intramedullary nailing of a peritrochanteric hip fracture, when the drill bit broke on the first screw. It was broken within the nail with one piece of it out of the medical cortex. The device, lot number, or nay manufacturing information was not supplied for review. No probable cause could be determined the information provided. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.